Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to their clinic with complaints of weakness, fatigue and erythema at the device pocket site and was started on oral antibiotics. The patient later had new onset of left hip pain and left chest cellulitis and was started on intravenous antibiotics. The preliminary blood cultures were positive for gram positive cocci with possible staphyloccocus aureus. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.